Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: there were unexplained power on reset events observed in the black box on (B)(6) 2016. On investigation, the pump powered on using the returned battery cap to functioning audible ton and vibration alert; however, the display remained blank. Investigation did not duplicate the ¿no power¿ complaint. The battery cap and battery compartment were intact and without damage or defect. The pump was opened for investigation and revealed moisture ingress inside the pump. The display was inoperable due to the moisture ingress. The blank display can make it appear as if the pump has no power; however, in the presence of operable audio tone and vibration, power to the pump is present. The "audio bolus" button cover is torn; functionality of the audio bolus button could not be determined due to the blank display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.